Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the eds3 csf tubing line separated from the three way stopcock during use while the pt was repositioned. It was noticed immediately and the system was changed. There were no adverse consequences reported.